Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that on (B)(6) 2011 the leads exhibited high thresholds and outputs were increased. On (B)(6) 2011 the lead exhibited impedance greater than 2000 ohms and loss of capture.